Event description:
A report was rec'd that a pt's precision system was explanted due to an infection at the pocket site. The pt was prescribed antibiotics and is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.